Event description:
Pt (B)(6) was receiving dialysis - the venous needle came out and blood pooled on floor until dialysis nurse noticed (30-60 seconds). As bp bottomed out and a code was performed to stabilize pt. According to dialysis nurse - the alarm for the venous needle is activated by obstruction only - not free flow, so consequently, the machine did not alarm when the needle dislodged.